Event description:
Outpatient in cath lab scheduled for pci. Medtronic integrity bare metal stent 2.75x18 opened and placed on table. Catheter on which stent sits was inserted into the patient. Difficulty advancing the catheter, it was pulled out to check the catheter/stent and the stent was noted to be missing. It is unclear as to whether the stent was present when it was initially inserted. Unable to locate the stent via fluoroscopy. It is uncertain if the stent was misplaced while in the patient or before it was inserted, likely in patient. Upon inspection and preparation of another stent it was found to have a bent strut, thus a third stent had to be prepped and finally deployed into the intended location.